Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fiber 1 no longer met specifications for optical properties, and a thermocouple signal loss error and no contact force were displayed when the returned device was connected to the tactisys quartz unit. In addition, the deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fiber 1 and the deformable body thermocouple (tc2) were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
During device preparation for a supraventricular tachycardia procedure, before exposure to the patient, it was noted that the catheter pressure data showed that the operation process was affected. The tactisys was restarted and replaced, but with no resolution. The catheter was replaced, and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11

Event description:
This report includes corrected health impact code.

Event description:
During a supraventricular tachycardia procedure, there were optical issues with the catheter resulting in a delay to the procedure. It was noted that the catheter pressure data showed that the operation process was affected. The machine was restarted and replaced, but with no resolution. The catheter was replaced, and the issue was resolved. The procedure was completed with no adverse consequences to the patient.